Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported that customer's insulin pump delivered too much insulin. Customer's blood glucose level lowered to 43 mg/dl. Customer repeatedly received a prime alarm on the device. During troubleshooting customer's wife reported the drive support cap was protruding. Customer was advised to discontinue use of the device. Blood glucose level was 262 mg/dl. No further information to report.